Manufacturer narrative:
Reported event: an event regarding crack / fracture involving a triathlon patella was reported. The event was confirmed based on medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: adverse event identified - left knee pain in triathlon tka. Patella fracture likely secondary to trauma in triathlon tka. Hazards: none clearly related to implant. Conclusion of assessment: 1)the patient had an uneventful and successful right mako tka. 2)the patient had an uneventful and initially successful left mako tka. 3) the patient had at least one fall and 2 events with eccentric contracture and subsequent knee pain. 4) the events occurred at least 6 and 9 months postoperative. 4) the patient had been able to hike in europe postoperatively. 5) the patient sustained a fracture of the patella on the left likely secondary to trauma. Examination of the postoperative series of x-rays and the post fracture x-rays would be helpful to rule out any relation to the implants or surgical technique as potential risk factors. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding crack / fracture involving a triathlon patella was reported. The event was confirmed based on medical review. The exact root cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as insufficient information was received. Further information such as patient history & follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, examination of the postoperative series of x-rays and the post fracture x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Patient stated he had bilateral tka. He does not have any issues with his right knee but has been experiencing pain and discomfort on his left knee since his surgery on (B)(6) 2018. Patient had more than 4 weeks of physical therapy for his left knee. On (B)(6) 2019 the patient slipped and fell on his right knee. On (B)(6) 2019 the patient went for a follow-up visit and an x-ray was taken. The surgeon told the patient that his left knee cap was cracked in half. The surgeon also told the patient that he does not recommend revision surgery. Patient still feels pain and discomfort when going up the stairs and getting out of the chair.

Event description:
Patient stated he had bilateral tka. He does not have any issues with his right knee but has been experiencing pain and discomfort on his left knee since his surgery on (B)(6) 2018. Patient had more than 4 weeks of physical therapy for his left knee. On (B)(6)2019 the patient slipped and fell on his right knee. On (B)(6) 2019 the patient went for a follow-up visit and an x-ray was taken. The surgeon told the patient that his left knee cap was cracked in half. The surgeon also told the patient that he does not recommend revision surgery. Patient still feels pain and discomfort when going up the stairs and getting out of the chair.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a triathlon patella was reported. The event was confirmed based on medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: adverse event identified left knee pain in triathlon tka. Patella fracture likely secondary to trauma in triathlon tka. Hazards: none clearly related to implant. Conclusion of assessment: the patient had an uneventful and successful right mako tka. The patient had an uneventful and initially successful left mako tka. The patient had at least one fall and 2 events with eccentric contracture and subsequent knee pain. The events occurred at least 6 and 9 months postoperative. The patient had been able to hike in europe postoperatively. The patient sustained a fracture of the patella on the left likely secondary to trauma. Examination of the postoperative series of x-rays and the post fracture x-rays would be helpful to rule out any relation to the implants or surgical technique as potential risk factors. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding crack/fracture involving a triathlon patella was reported. Clinician review of medical records confirmed patella fracture likely secondary to trauma in triathlon tka. The exact root cause of the event could not be determined. Further information such as postoperative series of x-rays and the post fracture x-rays are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient stated he had bilateral tka. He does not have any issues with his right knee but has been experiencing pain and discomfort on his left knee since his surgery on (B)(6) 2018. Patient had more than 4 weeks of physical therapy for his left knee. On (B)(6) 2019 the patient slipped and fell on his right knee. On (B)(6) 2019 the patient went for a follow-up visit and an x-ray was taken. The surgeon told the patient that his left knee cap was cracked in half. The surgeon also told the patient that he does not recommend revision surgery. Patient still feels pain and discomfort when going up the stairs and getting out of the chair.